Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01320. It was reported that guidewire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal of the right coronary artery (rca). A 1.25mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer were selected for use. During preparation when adjusting the rotation speed, it was noticed that the wire became detached. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the guidewire detachment due to rotational wear in the middle of the device at 195 cm from the proximal section, also has the spring tip stretched. Overall length and outer diameter of the distal tip couldn't be measured due to the device condition. The outer diameter of the middle and the proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01320. It was reported that guidewire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal of the right coronary artery (rca). A 1.25mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer were selected for use. During preparation when adjusting the rotation speed, it was noticed that the wire became detached. The procedure was completed with another of the same device. No patient complications were reported.